Event description:
It was reported that the system had to be removed because it was "not correctly implanted." The patient outcome was not provided. Follow up information was requested and if received a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v097166, implanted: 2008 (B)(6), product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; (B)(4).

Manufacturer narrative:
(B)(4).